Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door hinge was broken and medications were not secured. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door hinge was broken and medications were not secured. A field service engineer removed and replaced the door hinge to address the issue, verified that the door was functioning properly. The user was able to place bins on the shelves and securely close the door. The system functioned as intended after the field service engineer repaired the device.